Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number b)(6)) found a no device found message. The device was scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the recharge telemetry module (rtm) got extremely hot and was not able to communicate with the ins. The patient was told to try resetting the controller. After the third try, they were able to charge but only to 20%. No symptoms or patient complications were reported. (B)(6)2020 rpl 287156 (con): no new information was received. (B)(6)2019 rtg0135855, rpl 292337, rpl 287156 (con.): additional information received from the consumer. It was reported that the patient experienced difficulty recharging the ins. They stated it took "forever" to recharge the ins, but the patient noted they were always able to recharge the ins until the previous night. They spent two hours trying to recharge the ins last night, but couldn't because the wire going into the rtm paddle was getting super hot. The controller charge went down by 20% in ten minutes, but did not charge the ins. They were also receiving the "no device found" screen on their controller. The patient's ins was down to 50% charge. A replacement device was requested. (B)(6)2021 rtg0135855 (con.): additional information received from the patient. It was reported that the patient hadn't received their recharger paddle and they still couldn't charge the ins; the implant level was red.